Manufacturer narrative:
Complaint conclusion: as reported in the vessel dilators survey, respondent number thirty reported spasm with the use of an unknown vessel dilator. They stated, "arterial spasm solved with nitrates¿ the products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer events ¿arterial spasm¿ could not be confirmed. Arterial spasm is a known potential complication and can be caused by device manipulations inherent in any procedure causing endothelial irritation. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the vessel dilators survey, respondent number thirty reported spasm with the use of an unknown vessel dilator. They stated, "arterial spasm solved with nitrates¿. The device is not available for evaluation.